Manufacturer narrative:
The customer¿s report that the smartsites are leaking was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in the set flushing successfully with no leaks observed at the connection sites. The infusion was programmed at a rate of 10ml/h and 10ml vtbi. The infusion completed with no leaks or disconnections observed. The infusion was repeated on each smartsite port and completed successfully with no leaks at the smartsite connections or anywhere else throughout the set. The root cause of the customer¿s report was not identified.

Event description:
It was reported that smartsites were leaking, and the patient was receiving an intermittent infusion of lasix.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Age or date of birth-baby.

Event description:
It was reported that smartsites were leaking, and the patient was receiving an intermittent infusion of lasix.